Manufacturer narrative:
D10 concomitant product: eeaxl2535, eeaxl2535 eea xl 25mm-3.5 sgl use stap, (lot #p2l0074) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric resection, the anvil was placed trans-orally successfully. However, surgical team was not able to mate the stapler with the oral anvil. The user were not able to apply the force needed to completely mate the two items. The surgeon made the decision to remove the oral anvil trans-orally and start fresh with a new oral anvil. While the surgeon was removing the anvil using the "advancing proximal guide suture", the suture broke free of the anvil, leaving the anvil lodged in the patient's esophagus. The surgeon used an endoscope and snare to lasso the anvil and finally remove it from the patient. The surgical time was extended for over an hour. The new oral anvil and circular stapler worked and the anastomosis was competed with success.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument displayed a full compliment of staples. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The suture was not received for evaluation, the suture is part of the orvil anvil assembly. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and the staple line was properly formed. The device was subjected to a measured anvil attachment test with a result of 3.52 lbs. Force required. The acceptable specification is 4.0 lbs. The device also produced all audible, tactile and visual indicators during the functional testing. Since the suture was not received the root cause of the reported condition could not be determined. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the orvil anvil was difficult to attach and disengaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.